Event description:
Upon receipt of the recall packet the customer notified the firm they had a delaminated mattress.

Manufacturer narrative:
Upon review of the pictures of the mattress sent from the customer the urethane cover bubbled at the center of the mattress but did not expose any foam of the mattress. A new mattress was sent out to the customer on (B)(4) 2014. This problem has been assigned to CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action.